Event description:
It was reported that the syringe 10ml ll 20ga 1-1/4in mx bun experienced a plunger that was loose/fell out. The following information was provided by the initial reporter: incident with plastipak 10 ml syringe. Nursing mentions that when filling the syringe, it began to leak, since the tube is deformed and the plunger does not fit perfectly. The lot number is 0217419 and expiration date july 2025. The incident was noticed during use. There was no harm to the patient, no need for medical intervention.

Manufacturer narrative:
H6: investigation summary : photos received for investigation, in the image provided by the client it is possible to observe that the barrel has a fracture in the upper part. During the documentary review of batch reported by the client, no quality events were found during the manufacture of the product, the batch was inspected and subsequently released in accordance with the current work instruction. Possible root cause, lack of approval to carry out the lubrication of the transfer carousel and inadequate lubrication time of the bronze block. The claim is considered confirmed, since it is detected that potentially the defect reported by the client can be generated in the manufacturing process. Corrective actions include, notification of event to operators and production technicians and to reaffirm the issue of lubrication in the bronze block and reduction of lubrication time from monthly to biweekly. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll 20ga 1-1/4in mx bun experienced a plunger that was loose/fell out. The following information was provided by the initial reporter: incident with plastipak 10 ml syringe. Nursing mentions that when filling the syringe, it began to leak, since the tube is deformed and the plunger does not fit perfectly. The lot number is 0217419 and expiration date july 2025. The incident was noticed during use. There was no harm to the patient, no need for medical intervention.